Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level due to an "air leak". The customer declined to provide any additional information regarding this event. Reportedly, the customer reverted to an alternate pump for insulin therapy.